Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code oto / exemption # e2014015. Total number of events: 3. Restorelle: 2 initial, 1 follow-up - attachment: [oto asr june-july 2018.pdf].

Event description:
As reported to coloplast though not verified, the patient's legal representative stated severe pain with daily activities and intercourse and ultimately surgical revision in (B)(6) 2016, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.